Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment requiring intervention. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was advanced. There was posterior flail in the grasping area which made grasping difficult, including with independent grasping. The third attempt at grasping without independent grasping was successful. The mr was reduced to 2 and the flail was immobilized. After deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the posterior leaflet. A second clip was implanted lateral to reduce mr and to stabilize the first clip. Two clips total were implanted and the mr was reduced to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping the leaflets and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.